Manufacturer narrative:
Narrative field - new, updated and corrected information is referenced within the update statements. No further follow up is planned. Evaluation summary a female patient reported that her humapen device did not work well and the insulin flew out intermittently, not in a stream. She experienced increased blood glucose levels. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, which would ensure device functionality with high probability. There is no evidence of improper use or storage.

Event description:
Lilly case ID: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned a (B)(6)-year-old female patient. Medical history was reported as none. Concomitant medications included insulin glargine for an unspecified indication. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable pen (humapen unknown body type), 20 units in the morning, 19 units at noon and 19 units at evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2013. On (B)(6) 2016, she was hospitalized because the control of her blood glucose was unstable (fasting blood glucose was around 9 or 10 mmol/l (reference values were not provided) and her postprandial blood glucose was around 6 or 10 mmol/l). On an unspecified date in (B)(6) 2016, the humapen device had an unspecified problem (further information was not provided) (product complaint (B)(4)/lot unknown). By (B)(6) 2016, she did not have changes in treatment regimen such as medication, diet, compliance or activity prior the event of blood glucose unstable and did not have any event potentially associated with hyperglycemia such as infection, gastroenteritis, pancreatitis, physical or emotional stress or surgery. Information regarding further corrective treatments and outcome of the event was not provided. Insulin lispro therapy was continued. Information regarding operator of the humapen device and training status was not provided. The general humapen duration and the suspect humapen duration of use was three years. The device was not returned. The reporting consumer did not know if the event was related to insulin lispro and did not provide an opinion of relatedness between humapen device and the reported event update 03-feb-2016: upon review, this case was opened to update the medwatch fields for regulatory reporting, and to add the complaint number (B)(4) to the narrative. Update 15-feb-2016: additional information was received from the initial reporter on (B)(6) 2016. The device product was changed from unknown humapen to humapen ergo ii. Narrative updated with information regarding absence of contributing factors related to blood sugar event. Update 18-feb-2016: upon internal review, the update statement of 15-feb-2016 was edited for clarity and the device product was changed from humapen ergo ii to unknown humapen. Update 24-feb-2016: additional information received on 23-feb-2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and (B)(4) required device reporting elements; and updated the narrative. Edit 26-feb-2016: correction received on (B)(4) 2016 was received from affiliate. Hospitalization date was corrected from (B)(6) 2016 to (B)(6) 2016. No additional changes were done to the case.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4) this spontaneous case, reported by a consumer who contacted the company to report an adverse event and a product complaint, concerned a (B)(6) asian female patient. Medical history was reported as none. Concomitant medications included insulin glargine for an unspecified indication. The patient received insulin lispro (rdna origin) (humalog) from a cartridge via a reusable pen (humapen, unknown body type reported as green) 20 units in the morning, 19 units at noon and 19 units at evening, subcutaneously for the treatment of diabetes mellitus, beginning in 2013. On (B)(6) 2016, she was hospitalized because the control of her blood glucose was unstable (fasting blood glucose was around 9 or 10 mmol/l (reference values were not provided) and her postprandial blood glucose was around 6 or 10 mmol/l). On an unspecified date in (B)(6) 2016, the humapen device had an unspecified problem (further information was not provided) ((B)(4)/lot unknown). Information regarding further corrective treatments and outcome of the event was not provided. Insulin lispro therapy was continued. Information regarding operator of the humapen device and training status was not provided. The general humapen duration and the suspect humapen duration of use was three years. If device was returned, evaluation could be performed. The reporting consumer did not know if the event was related to insulin lispro and did not provide an opinion of relatedness between humapen device and the reported event update 03feb2016: upon review, this case was opened to update the medwatch fields for regulatory reporting, and to add the (B)(4) to the narrative.